Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the closed reduction performed on (B)(6) 2020. In providing documents for a revision of the patient's right hip on (B)(6) 2021, an operative report for a revision on (B)(6) 2020 was provided. As per the operative report: "unfortunately, she sustained a fall in her home 3 days ago and presented to my clinic, where work up revealed a hip dislocation. She was sent to the ed where she underwent successful closed reduction." Rep provided operative reports for primary and (B)(6) 2020 revision, x-rays prior to (B)(6) 2021 revision, and usage sheet from (B)(6) 2020 revision and confirmed that no further information will be released by the hospital or surgeon.